Event description:
It was reported that the customer received a lost sensor error. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the sensor's cannula and wire were missing. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.